Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicates impedance issues. Programming adjustments were made.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device will not be explanted at this time. The recipient is wearing the device and remains implanted. The recipient will be followed per center's protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.